Manufacturer narrative:
Damage prevented recording of the product lot number. A dimensional inspection found the cage to meet specification. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instruction for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
Contact in another country, reported that a leopard cage broke during insertion. Contact reports a delay (40-50 min) to the case but no injury to the patient. Contact reports that all pieces were removed from the body. Surgeon did trial (old style) and the quick release inserter.